Event description:
It was reported that when installing the invasive blood pressure transducer, saline solution leakage occurred in the valve of the washing system. The event occurred in the adult ICU, and the procedure that was being performed at the time was catheterization/angioplasty. The customer informed that the event was observed in pre-test, before use, but the transducer was already installed in the patient.

Manufacturer narrative:
E1 - initial reporter phone: ext (B)(6). One opened sample unused device sample out of its original package was received. The complaint was confirmed through the analysis of the returned device, the reported condition is related to a leak defect caused from manufacturing. Awareness for the failure mode was given to personnel who perform the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.